Event description:
The clinician reports the implant was inserted (B)(6) 2006 in fdi 31 of the patient's mouth. Implant surface not completely covered with bone. On (B)(6) 2015, loss of osseointegration was verified. Patient presented with inadequate bonequality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding and inflammation. No further patient complications were reported.